Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cables from the display board were checked and the display board was cleared and reconnected. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's monitors displayed snowy white screens at boot up. No pt injury was reported.